Manufacturer narrative:
This report is being submitted to provide additional information in d8/9, h3, h6: type of investigation, investigation findings, investigation conclusions, and h10, and updated information in g1. Investigation summary: complaint is confirmed. Visual inspection identified that the swivelock had attached the suture, and a part remained from the eyelet inside the shaft. Bio-screw and the eyelet of the suture anchor, biocomposite swivelock® c vented, 4.75 x 19.1 mm, with f ibertape® loop (blue) had not returned. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided. Per dfu-0087-eo at revision 3. G. Precautions. 3. Make sure to use the recommended drill bit or punch to create a bone socket. 8. Self-punching pushlock and swivelock suture anchors only: ensure that the angle of anchor insertion is perpendicular to the bone. The most likely cause is a user error, improper bone preparation, misaligned insertion, or prying/leveraging the device during insertion. Functional testing was not performed due to the damage to the device.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 10/17/2023, it was reported by an arthrex subsidiary employee via email that an ar-2324bcct biocomposite swivelock c anchor broke during insertion. All the broken fragments were retrieved, and the case was completed using another ar-2324bcct biocomposite swivelock c. This was discovered during an rcr procedure on (B)(6) 2023. No delay or harm.